Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: was surgery delayed due to the reported event? Yes, if yes, number of minutes: 5, action taken when event occurred? Opened another suture., was procedure successfully completed? Yes, were fragments generated? Yes, if yes, were they removed easily without additional intervention? Yes, patient status/ outcome / consequences: no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: no. Did any needle piece fell inside of the patient? No. If yes, what efforts were made to retrieve it? Not applicable. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? No.

Event description:
It was reported that a patient underwent a skin closure on (B)(6) 2026 and suture was used. The physician armed the needle drivers and the suture broke. Product will be returned. Additional information was requested.